Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and coma on (B)(6) 2019. The customer's blood glucose was over 1400 mg/dl. The customer also experienced low blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported the symptoms related to their high blood glucose sick, pneumonia, unconscious and dehydration. The customer was treated with intravenous insulin for high blood glucose and diabetic ketoacidosis. The customer reported that the auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.